Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had physical damage to the jaw causing it not to close properly. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 2.02mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis.